Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for rapid ventricular response (rvr). The device was deactivated by programming. The patient died and there is no known allegation from a health care professional that suggests that the death was device related.